Manufacturer narrative:
Nidek received additional information that the free cap (free flap) seemed to be recovering. According to the record of adverse event in domestic hyperopia lasik post marketing surveillance, doctor determined that free cup is not severe adverse event. On this case, the free cap occurred on the right eye meanwhile the doctor create normal flap hinge on the left eye by using the same mk-2000. Therefore, nidek considers that the doctor recognized that the mk-2000 itself performed properly and the device was normal condition to create a flap hinge. The mk-2000 had been sent into nidek factory, and inspected it and verified that it operated normally within nidek specifications. The results of visual inspection of the mk-2000 met the specifications. The results of measurement of the dimensions (size and diameter) of the hinge and flap made by using the mk-2000 met the specifications. Regarding the regulation (21 cfr) of the united states, when a patient was involved the undesirable adverse event due to a user's error, it is subject to MDR reportable. Therefore, although mk-2000 operated normally, nidek report this event to the FDA.

Event description:
On september 13, 2016, when nidek service engineer visited the hospital for the preventive maintenance of excimer laser, the doctor stated that a free flap occurred on using mk-2000 on (B)(6) 2016. Patient: female age: (B)(6). Suffered eye: right eye, k-reading k1:42:50 k2:43:25. Type of suction ring: 8.5 mm, type of blade holder 130 mm. Corneal thickness 502 micrometer. After the occurrence of the free flap, the free flap was placed back to the original positon and applied contact lens on the cornea without laser treatment.